Manufacturer narrative:
Additional information was received that there was no abbott delivery system involved. The delivery system used was a cook medical flexor shuttle. The bilateral access site hematoma and anemia are therefore, not related to any abbott delivery system. There was no reported malfunction with an abbott device and no adverse effects. There is nothing in the information provided that meets any part of the definition for a complaint. H6 - adverse event problem: health effect - clinical code: removed codes 1884 hematoma, 1706 anemia. H6 - adverse event problem: health effect - impact code: removed codes 4641 unexpected medical intervention, 4607 hospitalization or prolonged hospitalization. H6 - adverse event problem: medical device problem code: removed code 2993 adverse event without identified device or use problem. The reported no apparent adverse event was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record and similar complaint review could not be reviewed as lot/serial number was not provided. There was no reported malfunction with an abbott device and no adverse effects. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that there was no abbott delivery system involved. The delivery system used was a cook medical flexor shuttle. The bilateral access site hematoma and anemia are therefore, not related to any abbott delivery system. There was no reported malfunction with an abbott device and no adverse effects. There is nothing in the information provided that meets any part of the definition for a complaint.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - paradigm, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a unknown amplatzer delivery system was selected for a perivalvular leak closure procedure. Post-procedure it was noted that the patient had a left and right femoral hematoma. The femoral hematomas were both at the access site of the delivery system. No intervention was required or performed. On (B)(6) 2024, it was noted that the patient developed anemia. The patient required a blood transfusion and was hospitalized for an additional day. The cause of the patient's right and left femoral hematoma are attributed to the patient's obesity and the used of anticoagulation. The cause of the patient's anemia is attributed to the bilateral hematomas. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged home at the time of report.